Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on left side and underwent revision due to periprosthetic fracture

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: malpositioning, insert loosening, periprosthetic bone fracture event description: it was reported that the patient was implanted with a total hip prosthesis on the left hip side on (B)(6) 2000 and was revised on (B)(6) 2018 due to periprosthetic fracture and malposition of the cup. Review of received data: - letter from the surgeon dated (B)(6) 2018 and zimmer product experience report (zper) in 2000 the primary surgery was conducted in schulthess-klinik (B)(6), where a cls cup and a cls stem were implanted. A surgical report is not available. The revision surgery took place on (B)(6) 2018 due to the following indication: periprosthetic fracture of the proximal femur (fall of the patient) and malposition of the cup (60° inclination). The surgery was performed using a transfemoral approach and included a change of cup and stem (allofit cup and revitan curved stem). During surgery it was noted that the cls insert was not stable in the shell and rotated around its axis. There was a deposit of protein in the interface between shell and insert. The shell was well integrated. Despite the high inclination, the insert shows hardly any wear. The bone was too soft to remove the insert with a chisel. There are traces of those attempts on the polyethylene. Therefore, the insert was removed with a screw. The corresponding screw hole is located exactly at 12 o¿clock. - surgical report of revision, (B)(6) 2018 diagnosis: 1. Periprosthetic multi-fragment fracture of the left proximal femur type ucs b2 after implantation of an uncemented total hip prosthesis (thp) in 2000 2. Loosening of the insert and malposition of the cup after implantation of an uncemented thp left in 2000 indication: see diagnosis. Due to a fall the patient experienced the above mentioned fracture with loosening of the stem. The implanted cup has an inclination of 60°. As this is an enhanced risk for dislocation of heads of 28 mm diameter and the appropriate insert for the cup is not available, the indication for a revision of the cup is given as well. Summary of procedure: the existing scar is excised and the cut is prolonged distally about 30 cm from the tip of the trochanter. Further, a subvastus approach to the femoral diaphysis is performed until the distal end of the fracture can be identified. Proximally, the fracture runs from the posterior origin of the gluteus maximus. On this height as well as in the trochanter region the approach is completed to a formal transfemoral approach using the oscillating saw. The trochanteric flap is mobilized. A progressive capsule ectomy is performed. The capsule is 30 to 40 mm thick. There is a chronic synovitis polluted with greasy white material probably corresponding to polyethylene wear. The stem is removed without problems. The cup¿s insert is unstable and rotates in the shell. Because of this the cup needs to be revised. To lever out the insert is unsuccessful because the bone is so soft that the expansion shell is only widened by the lever out attempts. The insert is removed with the aid of a 3.5 mm screw. In the interface between insert and shell, there is a biofilm of about 1 mm in thickness. The segments of the shell are progressively folded until the shell can be removed using a spoon. The shell was well integrated. However, the acetabular bone is very soft. There is osteolysis of about 15x20 mm in the posterior wall. The anterior wall was partially fractured during the removal of the shell. The acetabulum is reamed progressively from 52 to 58. Cancellous bone can be reamed all around, but is very soft. A trial cup shows good fixation. Lavage is conducted and an allofit shell 58/ll is impacted with 40 to 45° inclination and 20° anteversion. The polar screw plug is screwed in. There is good primary fixation. Lavage is performed and a durasul alpha insert ll/36 is impacted. The report describes further the steps performed: 1. To implant a curved revitan stem with 20x200 mm distal part and a 65 mm proximal part as well as a 36m biolox delta head 2. To carry out the osteosynthesis 3. To close the wound. - xrays: the pelvis overview shows thp implanted on both sides. On the left side the inclination angle was measured and amounts to approximately 62°. It seems that the head is not anymore in a central position but slightly shifted to cranial. Above the shoulder of the stem a radiolucent area can be recognized which is cranially bordered by a sclerotic line. On the pelvis overview as well as the axial view, a periprosthetic fracture is visible. Further, all components seem to be intact and firmly fixed in the bone. As there is no complete x-ray follow-up at hand changes to the bone as well as the position of the implant during time in vivo cannot be assessed. Device analysis: - visual examination: three of the segments of the cls shell are completely bent and a fourth is slightly bent. Bone ongrowth can be noted on the anchoring and the inner side of the shell. On the thread of the inner side of the shell small dot-shaped shiny polished areas as well as polished areas with fine scores are visible. On one segment the thread is damaged probably due to the revision surgery. On the anchoring side of the cls insert a screw hole and damage of the thread can be observed in one area. The thread is minimally yellowish discolored. It appears polished in the areas that were in contact with the shell¿s thread. Closer inspection with a low power microscope (leica mz16 a, wnt-03-rsr-540-151663) revealed that the machining marks are obliterated. In the regions above and below the thread the polyethylene shows a partial band of scratches. In one location damage due to abrasion can be seen. Under certain lighting conditions several cracks are recognizable in the polyethylene. The articulation side exhibits scratches, cuts and indents. Tiny whitish zones along the rim are visible. The edge of the spherical calotte does not form a circle anymore and has a sharp appearance in one third of its circumference. In this area the articulation surface is polished to a shine. Under certain lighting conditions and by closer inspection with a low power microscope (leica mz16 a, wnt-03-rsr-540-151663) a clear borderline between the loaded and the unloaded area can be noticed. In the loaded area directly adjacent to the border partially an orange peel like structure is recognizable. In the unloaded area it seems that there is a slight sickle-shaped deformation of about 10 mm length along the edge of the spherical calotte. The sulox head is inconspicuous. The cls stem shows bone ongrowth and scratches as well as instrument marks probably deriving from the revision surgery. Otherwise there is nothing to report about it. - wear measurement: the wear measurement was carried out on a 3d measuring machine type cmm5, sip geneva, using a method similar to sieber et al. [1]. The wear map shows that the loaded area is oriented towards the rim of the spherical calotte. The total, maximum linear wear amounts to 1 mm which results in an annual wear rate of 0.06 mm. Semlitsch et al. Reported that the expected polyethylene wear rate for ceramic heads (aluminum oxide for diameters 28 and 32 mm) combined with polyethylene cups made of conventional polyethylene is between 0.05 and 0.15 mm/year [2]. Review of product documentation: - all involved devices are intended for treatment. - the compatibility check was performed and showed that the product combination was approved by zimmer biomet. - surgical technique: the surgical technique for the cls expansion cup was reviewed. The required inlcination angle is mentioned to be 40-45°. Conclusion: after approximately 18 years in vivo the thp was revised due to a periprosthetic fracture and malposition of the cup. All components show some damage due to their removal. The bone ongrowth seen on the anchoring surfaces of the cls shell and stem point to good integration in the bone. On the thread of the inner side of the cls shell polished areas were recognized which can indicate some micromotion between shell and insert. As bone ongrowth is present as well on the inner side of the shell, it is possible that the scratches and damage due to abrasion on the anchoring side of the insert derived from contact with this bone. The slight yellowing on the thread of the cls insert can be attributed to the absorption and possibly diffusion of organic substances from the synovial fluid [3]. Obliterated machining marks on the thread are signs of backside changes. The several cracks visible under certain lighting conditions and the tiny whitish zones can be ascribed to oxidation of the material. The appearance of the spherical calotte of the insert matches with the observation made on the pelvis overview x-ray. Probably due to the steep inclination angle it came to a situation where the head articulated more towards the rim than the center so that the edge of the spherical calotte was worn as well. However, there was no edge loading and the measured annual wear rate is within the expected range compared to [2]. It could be possible that the slight sickle-shaped deformation along the edge of the spherical calotte of the insert could indicate a very slight impingement. It is unknown if this could have resulted from the situation shortly before the revision surgery. [1] h.-p. Sieber, c. B. Rieker, p. Köttig. Analysis of 118 second-generation metal-on-metal retrieved hip implants. Jbjs 1999; 81-b:46-50 [2] semlitsch m, willert hg. Clinical wear behaviour of uhmw polyethylene cups paired with metal and ceramic ball heads in comparison to metal-on-metal pairings of hip joint replacements. Proc inst mech eng [h]. 1997; 211(73). [3] costa l., bracco p., brach del prever e., luda m. P., trossarelli l., analysis of products diffused into uhmwpe prosthetic components in vivo. Biomaterials, 22, 2001, 307-315 the need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).